Event description:
The customer obtained a non-reproducible, lower than expected vitros ckmb quality control result (cliniqa level 1 result = 2.56 ug/l vs. Expected result = 3.42 ug/l) while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, lower than expected vitros ckmb quality control result was obtained while using the vitros eci analyzer. Patient samples were not reported to have been affected. An ocd field engineer performed service actions to the reagent metering subsystem and performed related adjustments. Performance testing following service confirmed that the equipment was returned to expected operation. The assignable root cause is an instrument related issue.